Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2, g3, the aware date should be 21-jul-2021. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was determined that the phenomenon of ¿the image is not displayed¿ was due to a defective board. The cause of the board failure could not be estimated. There is no information on the details of board defects and images. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user found that the endoscopic image became dark and was not displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.